Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Further investigation into breakage of the beaver blades found the root cause to be related to a design issue. This product is no longer being manufactured or distributed by smith & nephew. Product remaining in the field is being removed per recall #z-0793-2016. No additional actions are required at this time.

Event description:
It was alleged that the blade broke during the procedure. The surgeon retrieved the broken piece(s) from the joint. No injury or other complications were reported. The device will not be returned for evaluation.